Manufacturer narrative:
Citation: del val et al. Transcatheter aortic valve replacement: relative safety and efficacy of the procedure with different devices. Expert rev med devices. 2019 jan;16(1):11-24. Doi: 10.1080/17434440.2019.1552132. Epub 2018 dec 10. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the safety and efficacy of transcatheter aortic valve replacement (tavr). The study population is derived from a meta-analysis of previous tavr studies. From 8 previous studies, approximately 6072 patients (gender and age demographics not provided) were implanted with medtronic evolut r or evolut pro bioprosthetic valves. No serial numbers were provided. Among all evolut r and evolut pro patients, all-cause mortality occurred. Based on the available information medtronic product did not cause or contribute to these deaths. Among all evolut r patients, adverse events included: prosthesis-patient mismatch, malpositioning, stroke, major vascular complications, permanent pacemaker implantation, moderate to severe paravalvular regurgitation, device migration/embolization, need for second valve, and conversion to surgery. Based on the available information, medtronic product may have caused or contributed to these adverse events. Among all evolut pro patients, adverse events included: stroke, major vascular complications, permanent pacemaker implantation, device migration/embolization, and need for second valve. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.